Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x38mm synergy stent, it was noted that a stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported as the device did not enter the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 4 from the distal end was lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found a kink 200mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft polymer extrusion section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x38mm synergy stent, it was noted that a stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported as the device did not enter the patient's body.